Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 3 778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that stimulation was in the wrong location. It was noted that the patient was not getting lower back relief but was getting relief in the legs and hips. It was noted that since having the implantable neurostimulator (ins) the leads shifted 3 times. It was noted that last weeks was the last time they mentioned it shifted. It was noted that the patient would be going in for a revision soon. It was noted that the patient was deciding to get it taking out or leave it in. It was noted that the patient met with the health care professional (hcp) and manufacturer representative last week and looked at an x-ray from 7 months ago and they determined one of the leads had been shifting.